Manufacturer narrative:
Eval summary: six devices (a-f) were returned for analysis. Device (a) was returned non-functional with 2 jammed staples in the cartridge nose; no functional test was performed as no more staples were present on the device. Device (b) was returned in good visual condition. It was tested and it cycled, fed, and formed the remaining staples as intended. Device (c) was returned with 2 staples jammed on the cartridge nose, the staples were manually removed and the device was tested for functionality, the device fired and formed the remaining staples as intended and with proper box shape. Three sterile devices (d-f) were rec'd. One device was opened and tested for functionality, and it was cycled, fed, and formed all the staples as intended. The staples were noted to have the proper box shape and the device fired without any difficulties noted. The manufacturing records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted. Device b: batch # d5gz9e; exp date: 12/2011; mfg date 01/2007; device c: batch # d5gz9e, exp date: 01/2007; jammed staples in the cartridge nose; device d: batch# d5gz9e, exp date: 12/2011; mfg date: 01/2007.

Event description:
It was reported that the device was used during a laparoscopic procedure. The staples would not hold on to the tissue and the device made an odd noise when firing. There was no consequence to the pt.